Event description:
Scrub tech was attaching harmonic device to robotic arm and they would not connect. A second device was used without incident. It is unknown if the second device was the same or different lot number.